Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that the balloon ruptured at the ica (internal carotid artery) during the procedure. The physician suspected a possible tear in the balloon during insertion as well. The physician replaced it with a new balloon catheter and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. The cause of the reported issue could not be definitively determined.

Event description:
It was reported that the balloon ruptured at the ica (internal carotid artery) during the procedure. The physician suspected a possible tear in the balloon during insertion as well. The physician replaced it with a new balloon catheter and continued the procedure without clinical consequences to the patient.